Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. Visual inspection did not reveal any issues related to the reported event. Functional testing was performed using the system platform, and the unit powered on and successfully cauterized across all ports and instruments without issue. A review of the iesu internal log also revealed errors c-00 and m-02. Based on these findings, the root cause of the failure could not be determined.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, an integrated electrosurgical generator unit (iesu) had an error. The customer reported the iesu issue to an intuitive surgical, inc. (Isi) technical support engineer (tse). The tse confirmed error m-02 pointing to iesu on the date 03-jan-2026. The customer mentioned that force triad generator was used to continue with the procedure. The procedure was completed with no reported injury. Isi followed up with the robotic coordinator and obtained the following additional information: the da vinci cords were not communicating with the surgeon side console (ssc). The customer exchanged the cords, bipolar hand piece and the grounding pad. After, a force triad generator could be connected by using a blue y cord, and the surgeon could still control it from the ssc.

Manufacturer narrative:
The probable root cause of error m-02 is attributed to a faulty component of the erbe generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted.

Event description:
Refer to h11 for follow-up information.